Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray had no lot number listed on the label. The following information was provided by the initial reporter: "5ml syringe tray with no lot number."

Event description:
It was reported that the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray had no lot number listed on the label. The following information was provided by the initial reporter: "5ml syringe tray with no lot number."

Manufacturer narrative:
H6: investigation summary- our quality engineer inspected the 8 photos and 1 sample submitted for evaluation. The reported issue of label content missing was confirmed upon inspection of the sample and photos. Analysis of the sample showed that the label lid did not have the proper information printed on it. Bd determined that the cause of the failure was associated to the speed of our hd printing machines. It was determined that if the hd printing machines were run at a higher speed, they would occasionally fail to print information onto the lid of the label. The printing speed will be reduced to prevent the recurrence of this failure mode. An unconfirmed lot number was supplied for this complaint. Its production records were reviewed, and the batch met our manufacturing product specification requirements.